Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: tubes have been used for a longer time in a research project. Patients are treated with hypertension meds (two or more). The bloods are drawn, tubes then stand for 30-60 min before centrifugation. Tubes are then centrifuged at 3000rpm for 10 min. During the autumn they have started experiencing problems with separation in the tubes. They have also tried to use blood from healthy donors just to check, even with these they have this problem. Other tubes are in the same centrifuge but separate ok.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: tubes have been used for a longer time in a research project. Patients are treated with hypertension meds (two or more). The bloods are drawn, tubes then stand for 30-60 min before centrifugation. Tubes are then centrifuged at 3000rpm for 10 min. During the autumn they have started experiencing problems with separation in the tubes. They have also tried to use blood from healthy donors just to check, even with these they have this problem. Other tubes are in the same centrifuge but separate ok.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor serum was observed. The bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The IFU for this tube type indicates that the tube must be allowed to clot for a minimum of 60 minutes before centrifugation to allow proper clot formation. The customer has indicated a clot time between 30 and 60 minutes. Minimum speed advised in bd catalogue is 1300g. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor serum based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.